Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer contacted philips healthcare to report that the "q-CPR meter left an impression of itself on the pt's' chest and many ribs were fractured" and that the "adhesive pad lost contact (with skin) after about 15 minutes." The pt died, but there is no allegation that the device behavior had any impact on the pt death.